Event description:
It is reported that the pt was revised. Upon removal, the surgeon noted that there was significant wear of the patella.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.